Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. Dianeal therapies were ongoing. During a call with baxter customer services, the following information was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event on the same day. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering. The peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12a31066, and h12c30049 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.